Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) doesn't release properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected sections: h3-corrected to device discarded the device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed, however, a photograph was provided by the account. The delivery device was observed outside the loading device. The white plunger and blue slide lock was unobservable in the photograph. The seal was observed to be inside the body window of the loading device. The outermost portion of the seal was observed to be cracked. No other visual defects were observed. . It is not possible to confirm the reported complaint, however based on the photographic inspection the analyzed failure "crack seal" was confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) doesn't release properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.